Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Lot number is unknown, therefore a complaint history check cannot be completed. The sample was evaluated and no leak was confirmed. However it was found that the needle did not puncture the rubber stopper at the center. The metallic cap is damaged, and this may have caused the leak described by the customer. When the protector is attached to the vial, both components must be completely vertical. To ensure a proper connection of the protector onto the vial, the m12 assembly fixture is recommended. Investigation conclusion: no leak was confirmed, however, the damaged caused in the metallic part may have caused the leak described by the customer. Instruction explained in the IFU must be followed. The protector must be attached to the vial completely vertical. (B)(4) assembly fixture makes easier the connection. As the lot is unknown, DHR cannot be reviewed.

Event description:
It was reported that a bd phaseal¿ protector (B)(4) had leakage at the vial connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p21j had leakage at the vial connection. There was no report of exposure, serious injury or medical intervention.